Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient checked before and received call doctor screen, however, she did not recall the code. The patient reported poor communication and the patient programmer (pp) that was used for the right side was not connecting with the pp. It was stated that the patient was getting poor communication with and without the antenna. The patient noted that she changed out the batteries and called their health care professional's (hcp) office and has an appointment scheduled for the 13th, however, she was directed to call for trouble shooting. Trouble shooting attempts were made and the patient confirmed the antenna was secure and synced with the ins, but the did not resolve the issue. The patient also placed the patient programmer directly over the ins and synced with the ins, but that did not resolve the issue. The patient also noted that the other pp (for the left side) would not connect with the ins on the right side either. The patient mentioned having a return of symptoms, bladder pain, and inability to have a bowel movement. It was reviewed with the patient to consider ins longevity relative to the date of implant and the patient was redirected to their hcp. The patient stated that her setting on the right side was around 5, so longevity concern was reviewed with the patient. The patient requested a replacement pp and there was no out of box failure was reported. There were no further symptoms or complications reported or anticipated.